Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a radioembolization procedure (y90) in the right grastric artery using ruby coils and a non-penumbra microcatheter. During the procedure, the physician advanced a ruby coil into a branch off the hepatic artery; however, the ruby coil would not anchor correctly due to its size. Therefore, the ruby coil was removed. It was reported that the physician was concerned with the small landing site and the complications that would arise if a coil extended into the hepatic artery; therefore, the physician was comfortable not coiling the vessel. Later in the procedure, while attempting to place another ruby coil at the top of the gda, the physician kinked the pusher assembly of the ruby coil while advancing it through the microcatheter. Therefore, the ruby coil was removed. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.